Event description:
It was reported that the patient was undergoing radiation therapy and invalid data occurred on the device report. The device will be cleared and restarted with interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.